Manufacturer narrative:
Device passed displacement test and self test. No unexpected pump error 15/4 alarms during testing however, pump error 15 alarm, line number 213 file number 30, is found in the formatted history file due to a software error. No pump error 4 found in the pump history.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had multiple pump error alarm. The bolus history was not recorded after the pump was reset. No harm requiring medical intervention was reported. The device will be returned for analysis.